Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
A destination sample was received on june 26, 2020. On july 15, 2020 the user facility reported that the destination dilator split during advancement. The procedure was filter retrieval. The patient was in stable condition. They switched to a cook device to complete the procedure successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section h3, and to provide the completed investigation results. One used 8 fr 45 cm destination sheath was received for product evaluation. The dilator was received mated with the sheath. No other accessory components were returned. There was a cut at the dilator tip which was about 0.5cm. There was no damage to the sheath tip. There were no other visual anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 26august2020: the dilator was pulled upon vessel entry. It never touched the filter. It was internal jugular access. Additional information was received on 16september2020: the split in the dilator was seen during insertion. There was no sharp object present at the time of insertion.